Event description:
Note: this report pertains to one of five devices used during the same procedure. Manufacturer report # 3005099803-2012-05067, 3005099803-2012-05068, 3005099803-2012-05069, 3005099803-2012-05070, and 3005099803-2012-05071 address these devices. It was reported to boston scientific corporation that five resolution clip devices were used during a colonoscopy procedure. According to the complainant, during the procedure, the first five resolution clip devices used within the patient had clip assemblies that were not able to be released from their respective delivery catheters. The procedure was completed with another resolution clip device. No patient complications resulted from this event. The patient's condition was reported to be fine following the procedure.

Manufacturer narrative:
Patient age/date of birth is unknown. However, patient was over 18 years old. The exact event date is unknown; however, on (B)(4) 2012, the sales representative reported that the procedure date was sometime last week. (B)(4) for the reported event of clip failed to separate from catheter. The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination found that the device returned fully deployed. The clip assembly was not received for analysis. Additionally, the control wire was separated as per design. The condition of the returned incident device was not consistent with the complaint that the clip assembly failed to release from the delivery catheter. The evaluation revealed that the device returned fully deployed with the clip assembly separated from the catheter. Since the specific cause of the failure cannot be identified, the most probable root cause is undeterminable. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
Note: this report pertains to one of five devices used during the same procedure. Manufacturer report # 3005099803-2012-05067, 3005099803-2012-05068, 3005099803-2012-05069, 3005099803-2012-05070, and 3005099803-2012-05071 address these devices. It was reported to boston scientific corporation that five resolution clip devices were used during a colonoscopy procedure. According to the complainant, during the procedure, the first five resolution clip devices used within the patient had clip assemblies that were not able to be released from their respective delivery catheters. The procedure was completed with another resolution clip device. No patient complications resulted from this event. The patient's condition was reported to be fine following the procedure.